Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy utilizing the cycler with cycler set and the patient event of peritonitis with abdominal pain. There is also a possible causal relationship between the reported cassette fluid leak and the peritonitis, however, the cassette was disposed of and not returned for evaluation. Based on the available information, the liberty cycler set cannot be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the top of the set during an unknown phase of pd treatment. There was no fluid within the cycler. It is unknown at which point in therapy the leak may have began. The source of the leak is unknown. Upon follow up, the pdrn reported that the fluid leak occurred on (B)(6) 2019 and the patient was diagnosed with peritonitis on (B)(6) 2019. The patient had reported abdominal pain and cloudy effluent after the leak (unspecified date). The patient was treated on (B)(6) 2019 with prophylactic antibiotics ceftazidime (1g) once a day for 3 weeks via intraperitoneal (ip) route and with one dose of vancomycin 1g ip for first day only. No follow up cultures have been acquired. The pdrn indicated that the suspected cause of the peritonitis is the reported fluid leak. There was no reported hospitalization. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.